Manufacturer narrative:
The pump functioned properly during the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a stripped battery cap coin slot.

Manufacturer narrative:
The customer has called again regarding her insulin pump stating that she has used a brand new battery and received off no power without any alarm of low battery. No low battery alarm was noted. This is a second time of this issue; the customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that they were going through batteries faster the usual. The customer also reported that they received off no power alarm without low battery alarm. The customer's blood glucose was 15.3 mmol/l at the time of incident. The customer was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.